Manufacturer narrative:
The customer did not return a sample for evaluation. The finished good lot specific to this event is not known; therefore, lot history and a device history review could not be performed. Similar system message complaints have been attributed to leaking cassettes/drain bags. Drain bags have shown acceptable functional test results, however, when the drain bag is in the upper range of the cracking pressure specification (pressure required to open and allow drainage in to the drain bag), leaking may occur at the pump elastomer signaling a system message. As a preventive measure, alcon has adjusted inventory of conforming drain bags with cracking pressures in the upper tolerance zone to conforming drain bags with cracking pressures in the lower tolerance zone. Additionally, an additional elastomer mold was purchased in 2010. Testing has shown that elastomers manufactured on this newer mold have a better pressure tolerance than the previous elastomer mold and will be an enhancement to the product performance with respect to leakage. The elastomer from this new mold has been validated and placed into production. (B)(4).

Event description:
A customer reported experiencing a system message during three separate procedures which caused the system to block. This report is for the third event. Additional information provided indicated the case was completed with the same system. There was no patient harm reported. There are three medical device reports associated with this event.